Event description:
A customer reported to baxter product surveillance of a continuflo set in which there was no flow at the top of the y-site nearest to the spike component. This condition occurred at an unknown process step. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A customer reported to baxter product surveillance of a continuflo set in which there was a no flow at the top y-site nearest to the spike component while administering antibiotics. This condition occurred during an infusion. A secondary baxter set was utilized to access the primary set. There was patient involvement; however, there was no patient or medical intervention reported. No additional information is available.